Event description:
A (B)(6) female pt's nurse contacted zoll customer support to report that the pt's battery packs were not charging. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, the q1 transistor was shorted. The cause of the inability to charge the batteries is the shorted q1 transistor. The root cause of the shorted component cannot be positively determined. No adverse event resulted from the damaged component. The pt received a replacement charger/modem.